Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set leaked. This issue occurred during a treadmill stress test while the patient was being infused with radioactive isotope cardiolite. There was no report of patient injury or medical intervention associated with this event. No additional information is available.